Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - hole/cut in hose, defective lock and defective/torn hose. It was further determined that the device failed pre-test for loctite an cable assessments, cutter lock assessment, safety assessment and air pump assessment. It was noted in the service order that the device had a torn cable on the connecting part. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.